Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to conservatively report the arterial bleed. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) grade 3-4. A mitraclip xtw was implanted successfully, reducing the mr to grade 1-2. When removing the steerable guide catheter (sgc), the patient developed a severe arterial bleed. The patient was transferred to the vascular surgical team and surgical intervention was necessary to stabilize the patient. It was noted that the artery was punctured. Per the physician the puncture was thought to be due to the initial access needle prior to sgc insertion. The bleed was not noticed until after the sgc was removed, as the sgc tamponaded the bleed during the procedure. The artery was repaired and the patient was stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed and the reported hemorrhage per the physician is due to the puncture from the initial access needle prior to sgc insertion. Hemorrhage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.